Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2020 due to over-sensing. There were no patient symptoms reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited ventricular lead noise. The noise was not present on the discrimination channel. Lead revision procedure was discussed. No interventions were made at this time. There were no consequences to the patient.